Manufacturer narrative:
During inspection and testing, the customer's initial report was confirmed. The bending angles in the up/down/left/right directions did not meet specification, and there was play in the up/down and right/left knobs, due to wear of the angle wire. The following additional defects were observed during the device evaluation: the right/left and up/down knobs were discolored. The nozzle was deformed. The electrical connector demonstrated corrosion from fluid ingress. The adhesive on the bending section cover was detached. The image guide protector was cut. The switch box was dented, switch button #1 had a pinhole, and switch #4 was scratched. The scope connector was dented and discolored. The light guide cover was dented, and the light guide lens was scratched. Several of the device components demonstrated scratches, dents, shaves, and discoloration. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the subject device exhibited low angulation and there was play in the angulation knob. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found by service during the device evaluation (foreign material). Additional details are being requested regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to inappropriate reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Brushing around the forceps elevator and instrument channel outlet if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.